Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, weight and ethnicity and race was not provided for reporting. Upc = (B)(4), lot number = 00620ca, expiration date = 11/30/2021, UDI: (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on december 20, 2019. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer of unspecified age reported an event with listerine sensitivity mouthwash. After use of product on (B)(6) 2020, the product burned her mouth, tongue, gums and lips on the same day. The consumer consulted her doctor who prescribed unspecified antibiotics. The consumer&apos;s symptoms were improving after she stopped using the product.